Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1) issue. It was reported that the meter remote emitted an error 1 with sub code 202 at random, and the error could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the meter remote emitted an error 1 with sub code 202 for calibration parameters immediately after the meter remote was powered on. The set up screen did not appear. The meter remote could not be paired with a pump, and further investigation could not be completed. The error could not be cleared, indicating data corruption.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.